Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left ptosis if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced right side intracapsular rupture confirmed by imaging. On (B)(6) 2022, mentor became aware that patient also experienced bilateral ptosis in addition to right side breast implant rupture. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.